Event description:
Information received indicates the latch was missing the lower pivot bolt on the left siderail causing it to not latch.

Manufacturer narrative:
The technician replaced the lower pivot bolt to repair the stretcher.